Manufacturer narrative:
The customer¿s report of a male luer spin collar cracked was confirmed. Received with the devices were three non-bd green curos alcohol disinfectant caps that were received connected to two of the smartsite ports and on the male luer of the primary suspect set. During visual inspection, it was observed that the male luer collar of the primary suspect set was cracked. Closer inspection under a lab microscope observed tool marks on the primary suspect set collar. The root cause of the male luer crack could not be definitively determined.

Event description:
The customer reported that the tubing set male luer spin collar was found to be cracked during use on an adult patient. There was no report of patient harm.

Manufacturer narrative:
Additional info: event.

Event description:
The customer reported that the tubing set male luer spin collar was found to be cracked during use on an adult patient. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. The patient age and dob requested but not provided, however the customer stated that patient was an adult patient.

Event description:
The customer reported that the tubing set male luer spin collar was found to be cracked during use on an adult patient. There was no report of patient harm.